Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. Upon device evaluation, it was determined that the output shutter was broken and there was excessive wear on the pedal with damage observed to the hose. Technician resolved the issue by replacing the shutter and footswitch. Due to the device firing on its own, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that the laser was firing without the footswitch being pressed on. The laser was soft firing at a reduced energy level prior to stepping on the footswitch, and then will fire at normal full strength once stepped on. No patient injury occurred.